Manufacturer narrative:
H10: added related device report number. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the hemolysis was unable to be determined due to insufficient clinical information and no product returned. The cause of the positioning issue was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was inserted via the right femoral artery in a 66-year-old male patient for acute myocardial infarction complicated by cardiogenic shock, presenting in society for cardiovascular angiography and interventions (scai) stage e cardiogenic shock. The patient¿s comorbidities were not reported. During impella cp support, suspected hemolysis was noted, evidenced by red urine and elevated lactate dehydrogenase (ldh) levels. Echocardiography indicated that the pump was contacting the mitral apparatus. The device was performing within range at performance level p-4 with flows of approximately 2.4 l/min. The purge solution consisted of dextrose 5 percent in water (d5w) with 25 units/ml heparin. It was noted that the impella cp was exchanged due to hemolysis.